Event description:
It was reported by the customer "issue with powerloc max lot. Caller states the tubing is leaking at the tubing and clave junction, they also experienced the tubing cracking the the same junction." Additional information received 11/04/2022: was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm to patient. Patient was exposed to fluids and managed appropriately. Medications infused: aprepitant 130mg IV, ondansetron 16 mg IV, bevacizumab-bvzr (zirabev) 300 mg in sodium chloride 0.9 % 100 ml infusion, fluorouracil 50 mg/ml infusion (cadd pump) 4,080 mg, fluorouracil injection 680 mg, irinotecan 306 mg in dextrose 5 % 250 ml infusion, leucovorin 680 mg in dextrose 5 % 250 ml infusion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc008 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc008) have been reported from the same facility.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "issue with powerloc max lot. Caller states the tubing is leaking at the tubing and clave junction, they also experienced the tubing cracking the same junction." Additional information received 11/04/2022: ¿ was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm to patient. Patient was exposed to fluids and managed appropriately. Medications infused: aprepitant 130mg IV, ondansetron 16 mg IV, bevacizumab-bvzr (zirabev) 300 mg in sodium chloride 0.9 % 100 ml infusion, fluorouracil 50 mg/ml infusion (cadd pump) 4,080 mg, fluorouracil injection 680 mg, irinotecan 306 mg in dextrose 5 % 250 ml infusion, leucovorin 680 mg in dextrose 5 % 250 ml infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "issue with powerloc max lot. Caller states the tubing is leaking at the tubing and clave junction, they also experienced the tubing cracking the the same junction." Additional information received 11/04/2022: was there any patient harm reported? If yes, please describe the harm, how it was treated and the outcome. No harm to patient. Patient was exposed to fluids and managed appropriately. Medications infused: aprepitant 130mg IV; ondansetron 16 mg IV; bevacizumab-bvzr (zirabev) 300 mg in sodium chloride 0.9 % 100 ml infusion; fluorouracil 50 mg/ml infusion (cadd pump) 4,080 mg; fluorouracil injection 680 mg; irinotecan 306 mg in dextrose 5 % 250 ml infusion; leucovorin 680 mg in dextrose 5 % 250 ml infusion. Folfiri with avastin. Fluoruracil medication was infusing with one patient when leak was noticed.